Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a0501 captures the reportable event of basket detachment.

Event description:
It was reported that a zero tip basket was used in a procedure. During the procedure, when the device was attempted to open and close, the tip of the device came off. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a0501 captures the reportable event of basket detachment. Upon receipt at our quality assurance laboratory, this zero tip basket underwent a thorough analysis. Visual inspection of the device revealed that the sheath was smashed at the proximal section. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the reported allegation of basket detachment could not be confirmed through product analysis. Furthermore, the sheath smashed at the proximal section could be related to handling and manipulation of the device during procedure. It is probable that an excess force was applied to the device such as operational factors during their use that could lead to the damage of the sheath. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a zero tip basket was used in a procedure. During the procedure, when the device was attempted to open and close, the tip of the device came off. The procedure was completed with another of the same device and there were no patient complications reported.